Event description:
Initial result for a patient troponin-t was 0.04 ng/ml. When repeated, the result was <0.010 ng/ml. The incorrect result delayed patient discharge. The field service rep could not determine the cause for the discrepant results.